Manufacturer narrative:
Evaluation: still under investigation.

Event description:
A male underwent initial aaa repair in 2001 with another manufacturer's endovascular stent. The patient had a very tortuous anatomy but the physician elected to place a renu converter graft in 2005. Over time a type I endoleak developed due to neck dilation. The graft was in place and had not moved so the physician coil embolized the leak without difficulty. The leak redeveloped and the aneurysm enlarged from 6.9 cm to 7.8 cm. The patient underwent an additional procedure in 2008, and a converter graft was placed and the endoleak persisted so the physician then placed a main body extension graft. The endoleak continued so he then placed another manufacturer's stent and this resolved the endoleak.